Event description:
It was reported that a patient was experiencing pain with their vns stimulation. Diagnostics for the patient were reported to be normal and x-rays for the patient reportedly revealed no issues. The patient's normal mode and autostimulation output were disabled in response to the pain and the patient has been referred for a surgical evaluation. There is no indication this is to preclude serious injury for the patient. Later, it was reported that the patient was referred for a full revision due to lead discomfort. The explanted devices have not been received by the manufacturer to date. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Manufacturer narrative:
H6. Adverse event problem codes; corrected information; d15 inadvertently included in initial report. D12 coded as this is a better fit given the details of the event.

Event description:
It was reported that the suspect device and lead were received into the product analysis lab. Analysis of the suspect product has not been completed to date. No other relevant information has been received to date.

Event description:
The generator underwent product analysis testing in which no anomalies were located. No other relevant information has been received to date.